Event description:
The hospital reported that during the end of an endoscopic vein harvesting procedure, fat tissue got stuck on the jaw of the vasoview hemopro 2 with vasoshield. The technician wiped off the tissue and the silicone boot came off one of the blades on the jaw. Nothing fell into the pt. A replacement device used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).